Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported that when the patient presented via remote transmission, atrial lead dislodgement was observed. The physician elected to revise the lead. During repositioning of the lead, the helix would not extend and the physician decided to place a new lead. The patient was stable throughout.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.